Manufacturer narrative:
COMPLETE ENTRY FOR SECTION A1 - PATIENT IDENTIFIER: (B)(6). AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE. SECTION A PATIENT INFORMATION: REFER TO SECTION B5 FOR COMPLETE PATIENT INFORMATION. THIS REPORT IS BEING FILED ON AN INTERNATIONAL PRODUCT, LIST NUMBER 07P60-77 THAT HAS A SIMILAR PRODUCT DISTRIBUTED IN THE US, LIST NUMBER 7P60-21 / 31, WITH 510K NUMBER K153730.

Event description:
THE CUSTOMER OBSERVED FALSE NEGATIVE ALINITY I SYPHILIS RESULTS GENERATED ON AN ALINITY I PROCESSING MODULE FOR TWO ELDERLY MALE PATIENTS. THE FOLLOWING DATA WAS PROVIDED: SID (B)(6) (62-YEAR-OLD MALE) ALINITY I SYPHILIS = 0.89, JOHNSON & JOHNSON = 1.3, ROCHE = 1.03, TPPA = SUSPICIOUS, RPR = NEGATIVE. SID (B)(6) (72-YEAR-OLD MALE) ALINITY I SYPHILIS = 0.93, JOHNSON& JOHNSON = 3.4, TPPA WEAK POSITIVE, RPR = NEGATIVE THERE WAS NO IMPACT TO PATIENT MANAGEMENT.

Event description:
The customer observed false negative Alinity i Syphilis results generated on an Alinity i Processing Module for two elderly male patients. The following data was provided:SID (b)(6) (62-year-old male) Alinity i Syphilis = 0.89, Johnson & Johnson = 1.3, ROCHE = 1.03, TPPA = suspicious, RPR = negativeSID (b)(6)(72-year-old male) Alinity i Syphilis = 0.93, Johnson& Johnson = 3.4, TPPA weak positive, RPR = negative There was no impact to patient management.Additional information provided on 09-June-2026: The syphilis results reported back by the TEST CENTER for Western blot are the following: Sample 1: negative; Sample 2: Borderline.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return sample testing was completed using a retained reagent kit of an alternate reagent lot number as the complaint lot was not available for testing. The following results were generated:SID: (b)(6).Alinity i Syphilis TP: 0.92 S/CO (Nonreactive)MIKROGEN recomLine Treponema IgM: Negative (Tp47 and TmpA: very low intensity)MIKROGEN recomLine Treponema IgG: Negative (Tp47, Tp257, Tp17 and Tp15¿very low intensity).SID: (b)(6)Alinity i Syphilis TP: 0.89 S/CO (Nonreactive)MIKROGEN recomLine Treponema IgM: Negative (No reaction)MIKROGEN recomLine Treponema IgG: Borderline (Tp257: strong intensity, Tp17 and Tp15: very low intensity).A review of tracking and trending did identify an increase in complaint activity for lot 81332BE01. However, no related trends were identified for the Alinity i Syphilis TP assay. A device history record review did not identify any Nonconformances, Potential Nonconformances, or Deviations associated with the complaint lot number. In-house sensitivity testing of a retained reagent kit of lot 81332BE00 (which contains the same bulk reagent with the complaint lot 81332BE01) was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the Alinity i Syphilis TP reagent lot 81332BE01 was identified.